Event description:
During the primary surgery, the rod on the angled inserter snapped and broke during use. The cup could not be removed from the end to the insert. Another cup was opened and used without incident. The surgery was delayed approximately 20 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.